Manufacturer narrative:
Company representative evaluated the unit. Corrections included attempting replacement of hard drive but was necessary to install loaner server.

Event description:
Customer reported the panorama central station's server had lost communication, which may have affected telemetry monitoring. No patient injury was reported.